Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump delivered inaccurately. The reporter noted that the basal history and delivery was recorded properly according to the user programmed basal rates. No further information was provided; if additional information is received, a follow-up report shall be submitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed that the daily insulin delivery totals correctly reflected the corresponding programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of an inaccurate insulin delivery issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.